Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, under the recover storage space function, the medstation displayed a message stating device not detected on bus for drawer 4. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4 was failed and not detected on bus. A field service engineer inspected the station and found that the main enhanced full-height drawer 4, rows c and d, were not detected on the bus. Recovery attempts were unsuccessful, and a system reboot did not resolve the issue, powered down the pyxis unit, inspected the drawer, and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.